Event description:
After patient completed magnetic resonance imaging of the left knee and was removed from the scanner, he told the technologist that his feet got hot during one of the scan sequences. Technologist checked and saw no redding. Patient stated that he was fine and was released. The following day his wife, a nurse at the hospital, told the technologist that her husband had blisters on his heels. Patient was requested to come to the department to be checked by the radiologist and two dime size blisters were noted. The technologist said that at the time of the scanning, the patient had his heels together and that the coil cable seemed to be wedged between his heels.